Manufacturer narrative:
The impella cp has not yet been returned for evaluation, preventing any evaluation of the suspect this device at this time. In conclusion, a root cause was not "yet been" able to be determined because product was not returned.

Event description:
The complainant reported that on (B)(6) 2018 the clinicians placed an impella cp in a (B)(6) male patient. The impella placed without issue in the left femoral artery. The impella was assessed by echo and found to be in good position. It was reported that following pump placement the patient was given a rapid infusion of 5 liters of intravenous fluids. The patient moved to the ctu where he received another 2 liters of intravenous fluids and 6 units of packed red blood cells. The patient was successfully supported for 10.22 hours. On (B)(6) 2018 during the removal of the impella cp the physician experienced difficulty gaining access to the femoral artery. A vascular physician was called. The patient was found to have developed a large hematoma and required more blood products and fluid to maintain arterial pressure. Upon obtaining access it was observed that the repositioning sheath was not in the femoral artery. It was determined by the vascular surgeon and ic fellow, that as the patient was given double digits of fluids, the distance from the artery to the skin surface grew greater and the sheath slid out of the artery. This resulted in bleeding that continued to worsen as they gave fluids. The ic fellow did remark that no hematoma was noted until well after a large amount of fluids had been administered to the patient.